Manufacturer narrative:
(B)(4). D10: concomitant devices - persona posterior stabilized cemented femoral component size 6 right catalog#: 42570606002, lot#: 65266205, persona all poly patella 35mm, catalog#: 42540000035, lot#: 65521476, persona stemmed tibial component size d right, catalog#: 42532006702, lot#: 65447857. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing pain and difficulty ambulating, requiring a cane following knee arthroplasty. Attempts have been made; however, no additional information is available.